Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to touch. Reportedly, the customer applied more force to the button to resolve the issue. Additionally, the pump touchscreen was intermittently unresponsive. Customer¿s blood glucose was 250 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.